Event description:
On (B)(6) 2025, the gehc field engineer (fe) was performing planned maintenance (pm) at customer site (B)(6) on a discovery xr656 hd fixed radiographic system. As the fe was checking the overhead tube suspension (ots) steel cable integrity with a cloth and their hands, the hospital technician was moving the tube head up and down so the fe could check for fraying. As the hospital technician was lowering the tube head, they did it faster than the fe anticipated, and both the cloth and hand were pulled downward and the fe's finger was caught between the cable and pulley, resulting in a cut that required six sutures.

Manufacturer narrative:
Legal manufacturer: hcs beijing - west area of building no.3, no.1 yongchang north road, beijing economic and technological development area china beijing, 100176. Ge healthcare's investigation into the reported event has been initiated and is ongoing. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The cause of the ge healthcare field service engineer's (fe) injury was that the service pfmea did not account for the potential use of two individuals during planned maintenance (pm) of the overhead tube suspension (ots) steel cable. The procedure was designed for a single fe, assuming the cable would remain stationary during system commands. However, to improve efficiency, the fe enlisted a second person, introducing risk by allowing cable movement while it was being handled. In the intended single-operator process, the fe would step away to initiate system movement, keeping hands clear of the cable during motion. The pfmea will be updated to consider using two individuals performing the steel cable inspection. In addition, as an improvement opportunity, the service manual was updated to include a warning to not move the column when inspecting the cable.